Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿seemed¿ to have moved and made them uncomfortable at times. The patient noted that they ¿hardly ever¿ had to change the settings on the device. Their insurance would authorize for the device to be removed but not ¿put back in¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 3889-28, lot# v948369, implanted: (B)(6) 2012, product type: lead. (B)(4).